Manufacturer narrative:
The customer reported of broken apart ¿distal luer lock was cracked¿ was confirmed upon visual inspection. It was observed that the received set sample's male luer collar was damaged. Visual inspection observed that the male luer collar was half way broken off from its collar base (cavity unknown). No testing was deemed necessary due to the obvious damage. The root cause was identified as design of the male luer component.

Event description:
It was reported that the tubing and its broken part was found on the swaddling cloth wrap. There was no patient injury. Although requested, additional information was not provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient is a neonate. Although requested, patient demographics were not provided.

Event description:
It was reported that the tubing and its broken part was found on the swaddling cloth wrap. There was no patient injury. Although requested, additional information was not provided.